Manufacturer narrative:
H.6. Investigation summary: the team investigated the retention samples of material number 391591 for batch number 9031707. The team reviewed the sterility check report and the bi study on the lot number 9031707 and we did not find any defect in the retention samples. As no samples and/or photo(s) were received the investigation concluded that bd was not able to confirm the indicated failure. The exact root cause cannot be confirmed. DHR reviewed found no non-conformities. H3 other text : see section h.10.

Event description:
It was reported that bd venflon¿ IV cannula was used and the patient had an allergic reaction. This occurred on 10 occasions after use. No date/time or patient information was given. The following information was provided by the initial reporter: hospital was using venflon I (canula) all the areas but since last two days they are facing issue as the patient is getting fever and riger when the have inserted the venflon I also it is getting dislodged and showing complications like phlebitis within a day and due to which dr. Has to postponed the surgery in their two to three patient as it had showing similar issue in all, the doctor had stop using our brand and started using romsons IV canula and he is not facing any issue.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ IV cannula was used and the patient had an allergic reaction. This occurred on 10 occasions after use. No date/time or patient information was given. The following information was provided by the initial reporter: hospital was using venflon I (canula) all the areas but since last two days they are facing issue as the patient is getting fever and riger when the have inserted the venflon I also it is getting dislodged and showing complications like phlebitis within a day and due to which dr. Has to postponed the surgery in their two to three patient as it had showing similar issue in all, the doctor had stop using our brand and started using romsons IV canula and he is not facing any issue.